Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue on (B)(6) 2012. The patient stated that the pump was taking unusually long to load the cartridge and that he was having problems priming the pump. The patient reportedly thought the pump emitted a 'no cartridge detected,' but was not sure. The patient reportedly went to the hospital for assistance and the certified diabetes educator (cde) noted that the pump reportedly dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump¿s black box showed cs 163 no cartridge detected warnings on 05-nov-2017 and deliveries were not resumed. During investigation, cs 163 warnings were duplicated during the load step. The force sensor was unable to detect any force due to a misaligned component. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.